Event description:
Information related to this event was initially reported in manufacturer report # 3004209178-2012-08428; however, additional review determined it was a separate event. It was reported that the patient stated, their physician was a "quack" and did not know what he was doing. After a pump revision had been performed, the patient noted, the physician attached the pump to fat tissue again and when the patient coughed or did anything, the pump came loose within the first 24 hours. They also noted, the pump stuck straight out within one week of the revision. The patient went back to the physician 2 months later to tell him the pump was sticking out, and the physician stated that the pouch needed to heal around the pump. The patient wore an abdominal binder for 4 months. When the patient went in for a refill in (B)(6) 2012, the physician had problems refilling the pump and the patient underwent fluoroscopy. The physician stated, the pump was loose, and feared it had rolled over in the patient's abdomen and was rolling over repeatedly within their abdomen. The patient feared that if the pump continued rolling, that the catheter would break off. The patient was concerned that if their pump flipped over and could not get it filled that they would have to undergo emergency surgery. The patient reported being on blood thinning medications, and would need to stop taking them a week prior to any surgeries. On (B)(6) 2013, the patient went for a pump refill and the physician could not find the refill port. The patient underwent fluoroscopy x-ray and the pump was completely flipped over. No refill was performed; however, the patient noted there was more medication in the pump than there should have been. The physician believed the catheter had been compromised, but he could not determine the catheter issue from the position of the pump. He felt the catheter was possibly pinched slightly, causing excess medication in the pump. The patient stated, they had not been getting the pain relief they should have been getting for the last quarter. When the patient would stand, the pump would go horizontally; when they would lie down, the pump would go vertically. The patient also noted that the pump stuck out of her clothing. The patient was told they needed another pump revision. The pump was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that during the patient¿s clinic visit on (B)(6) 2013, when the pump had flipped over (as previously reported), this created a small kink in the catheter, limiting the amount of medication being delivered to the patient¿s spine. The patient noted this would explain the excess pain she had been feeling over the past months. The patient also noted the pump would flip back and forth on a daily basis. The patient also reported that on (B)(6) 2013, the pump catheter ¿ruptured¿ and she experienced a severe migraine headache for 4 days before a bulge developed on (B)(6) 2013 over the pump that was the size of a ¿small basketball¿.the patient was evaluated by an hcp immediately on (B)(6) 2013. The patient underwent surgery on (B)(6) 2013 and the hcp drained approximately 500 ml of fluid from the patient¿s abdomen; reportedly a mix of cerebrospinal fluid (csf), dilaudid solution, and septic drainage from the infection. The patient noted being told by the hcp that they nearly died.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).